Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional product codes: gff, gfa, hsz, complainant part is not expected to be returned for manufacturer review/investigation. Part 310.23, lot 3l29976: release to warehouse date: june 17, 2019. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: the instrument was not returned and instead the investigation was done based on the supplied image. The image was reviewed and the complaint condition could be confirmed as the image provided shows a broken drill bit. The embedded condition could not be confirmed as no x-rays were sent. As the instrument was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the 2.5mm drill bit was broken, the tip of the drill bit was left from the patient. There was a surgical delay of ten (10) minutes. The procedure was successfully completed. The patient was stable after the procedure. This report is for a drill bit. This is report 1 of 1 for (B)(4).